Event description:
Physician reported rupture discovered intraoperatively and capsular contracture baker grade ii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, black particle in the shell, crease fold and opening. A microscopic analysis was performed which identify sharp opening in the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the posterior side assessed as unidentified (tear) opening .

Event description:
Physician reported rupture discovered intraoperatively and capsular contracture baker grade ii. Device has been explanted.